Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-11. It was reported that the cause of the surges/shocking sensation was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for spinal pain. It was reported that the patient felt surges/a shocking sensation at the lead site. The patient turned her stimulation off and then back on. In result, it was noted that the surges/shocking sensation resolved. On the next day, the patient experienced the same symptoms, so they turned the stimulation back off and hadn¿t charged since. There were no further complications reported or anticipated.